Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient's wife said the foley catheter kept bending and twisting, they had to change within two days.

Event description:
It was reported that the patient's wife said the foley catheter kept bending and twisting, they had to change within two days. Per customer via phone on 13may2025, it was reported that the catheters from mexico were better quality darker and less flexible, lighter color from malaysia more flexible changed on march 27 and had to change again on march 30. Inner package used to be shrink wrapped, and now are loose lot provided ngjw0992. Customer has sample and would like results letter.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted ten opened (without original packaging), used latex foley catheters. Visual inspection of the ten-sample noted that "7 out of 10" catheters were observed with the bent present. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.